Manufacturer narrative:
The device was received with the shuttle cartridge disengaged from the handle and the sealant was located at the balloon distal shaft. Visual inspection of the catheter shaft revealed that the proximal tamp lock was dislodged and abutting the distal tamp lock. Remnants of adhesive from the proximal tamp lock was observed on the polyimide shaft. The proximal tamp lock of the returned device was dislodged prohibiting the advancer tube from properly engaging the tamp lock and resulting in failure to deploy. Based on the provided information and the investigation performed, the cause of the tamp lock detachment was a bond failure at the polyimide shaft. The review of the lhr (f1506902) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the device did not deploy. The physician heard a "click" sound when he attempted to deploy. The white tamper tube did not come out. Manual pressure was applied for 15 minutes to achieve hemostasis. The patient was not hospitalized.